Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the femoral artery in a patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). It was reported that during the procedure, there were various purge alarms, the purge disc was not recognized, and the system was blocked. Reinstalling the purge system did not resolve the issue. The purge system and the automated impella controller (aic) were replaced which resolved the purge issue; however, the ps signal was displayed incorrectly (1/-46), and there was a suction alarm, which was not present previously. The pump's position was confirmed under fluoroscopy, along with the volume status. The physician decided to replace the pump. After replacing the pump, there were no further issues. The pump was running at 3.5 l/min. The pump was explanted post-intervention and hemostasis was achieved with a pressure bandage. The post-procedure outcome is survived at explant. The automated impella controller and the impella pump will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
D9: added devices return information. H6: per a review of the complaint file, omitted a141102.